Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported an unresponsive touchscreen that could not be calibrated. There was no patient involvement. The customer reported to have replaced the touchscreen but the problem is persisting.

Manufacturer narrative:
G4: 20jul2020 b4: (B)(6)2020 the replaced touchscreen was returned for failure analysis. Visual inspection of the touchscreen revealed evidence of a crack damage. It was determined that the damage touchscreen prevented the user interface (ui) assembly from responding to touch command. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06apr2020. B4: 07apr2020. The customer confirmed that the originally replaced touchscreen was defective on arrival and so it had to be replaced a second time. The customer also confirmed that they replaced the user interface (ui) printed circuit board assembly (pcba), and a philips field service engineer (fse) that was on-site replaced the ui assembly. The customer advised that they had replaced the central processing unit (cpu) pcba during repair, however, it was determined that the original cpu pcba was not defective and so it was re-installed. The customer will be keeping the spare cpu pcba for future use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.